Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter their device into MRI mode following a fall. Diagnostics revealed high impedances on one lead. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was explanted and replaced. The lead was confirmed fractured upon explant.